Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomalies noted. Device received with cracked case at the reservoir window corners, cracked reservoir tube window, broken belt clip slot, broken battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart and a cold reset performed alarm after changing battery. Customer stated they were able to successfully clear the alarm and able to rewind. Customer stated that insulin pump alarm shortly after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.